Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on the remote monitoring report. It was also reported that the rv lead had intermittent capture and a drop in impedance. During the lead revision procedure, the physician visualized a sub-clavicular insulation crush. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that the distal conductor was distorted, the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached due to clavicle-rib crush, the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the guidetooth was damage, and the lead was stretched. The analyst also noted that the steroid ring was damaged during analysis.